Manufacturer narrative:
Sc-2352-70, sn: (B)(4). Device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. Additional visual inspection found that the lead body was fractured at the distal end just before electrode# 8. The cables are exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that during device analysis the lead cables were found broken and fractured at the distal end which resulted to high impedances. It was reported that the patient was assaulted which resulted to lead damage.